Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that once the external pulse generator (epg) was turned off, the display still showed values for the output and rate. It was noted that if the caller pulled the values, the numbers go away. However, this was repeated multiple times and the numbers continued to display when the epg was turned off. The status of the epg is unknown. There was no patient involvement.